Manufacturer narrative:
An event regarding dislocation involving an unknown trident shell was reported. The event was confirmed following review by a clinical consultant. Method & results: -device evaluation and results: not performed as the device was not returned -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: adequate size and position of the stem with stable position in the bone. - the pelvis as a whole has an extreme posterior pelvic tilt, probably due to a stiff and fused lower lumbar spine in flexion position. Fusion instrumentation visible in lower three lumbar vertebrae plus sacral bone with severe local degenerative changes. - as a consequence of the extreme posterior pelvic tilt, the cup also has an extreme inclination and anteversion although its position may be anatomic relative to the acetabular area. This cannot be evaluated on current x-ray due to limitations of the extreme pelvic deformity. The cup appears stable in the bone. The revision indication was provided as dislocation. Upon revision it was found that the accolade stem had decisive scoring of the femoral neck requiring revision of the femoral component it was obvious the femoral neck was impinging on the mdm liner. Conclusions: a review by a clinical consultant concluded: a fixed pelvic flexion deformity due to extensive lumbar fusion as a consequence of degenerative spinal disease has caused an abnormal position of the pelvis as a whole including the acetabular component that thereby acquired a position in extreme inclination and anteversion rendering arthroplasty unstable with dislocation as result requiring revision in the right hip with similar problems in the left hip arthroplasty where no information is available regarding any performed surgery. If further information such as device details and/or the device becomes available this investigation will be reopened.

Event description:
Right hip revision due to dislocation. Upon revision it was found that the accolade stem had decisive scoring of the femoral neck requiring revision of the femoral component it was obvious the femoral neck was impinging on the mdm liner. As per additional information received 9/21/2016: patient related factors caused the acetabular component to become malaligned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Right hip revision due to dislocation. Upon revision it was found that the accolade stem had decisive scoring of the femoral neck requiring revision of the femoral component it was obvious the femoral neck was impinging on the mdm liner. As per additional information received 9/21/2016: patient related factors caused the acetabular component to become malaligned.